Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 0.100 mg/ml 1.298 mg/day and dilaudid 0.100 mg/ml 1.298 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy. The patient started having diarrhea in (B)(6) 2016 and it had not yet been resolved. It was unknown if it had to do with the pump. In (B)(6) 2017, the pump started moving in the pocket. The pump stuck out so far you can rest your arm on it. It was so noticeable other people could see it sticking out from under their clothes. When they went to do the fill, they moved it a little and were able to fill it with no problems. The patient did not have any falls or trauma. Per the patient, the physician told them it could take up to a year for the pump to stop moving and settle into the pocket. The patent was to follow up with the healthcare provider. No further complications were reported/anticipated.